Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl2482 showed one other similar product complaints from this lot number.

Event description:
It was reported that following insertion of the catheter, it was leaking saline through the catheter extension. Another device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 4 fr groshong nxt two piece connector was returned for investigation. A segment of the catheter was present within the distal connector and extended approximately 4 mm past the distal end of the strain relief oversleeve. The catheter was flushed with water using a 12 ml syringe and was observed to leak from a location within the strain relief oversleeve. The two piece connector was disassembled and the catheter was removed. The distal end of the catheter was pressurized and a leak in the catheter was observed. Microscopic observation of the leak location revealed two longitudinal splits approximately 6 mm from the distal end. The splits were offset and parallel. The break surface of the split located on the blue portion of the catheter was observed to be rough and uneven compared to the second split. Since no damage was observed on the strain relief oversleeve in the locations corresponding with the catheter splits, it is unlikely that the damage was caused by an external sharp object. Based on the condition of the returned sample, possible contributing factors include stylet damage and use of clamping instruments before the connector was assembled on the catheter. The complaint of a leak is confirmed but the exact cause could not be determined. A lot history review (lhr) of rezl2482 showed one other similar product complaints from this lot number.

Event description:
It was reported that following insertion of the catheter, it was leaking saline through the catheter extension. Another device was used to complete the procedure. No patient injury was reported.